Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer. There was no medical intervention required by the patient. The device was returned to a third-party service center. The technician is unable to confirm foam particles in the air path during the device evaluation. The device was scrapped.